Manufacturer narrative:
Occupation: synthes employee. Investigation summary: visual inspection: the driving cap/threaded (part # 03.010.523 lot # l793984) was returned and received at the us cq. Upon visual inspection, the threaded tip of the driving cap is broken off. The broken off distal threaded tip of the device was received lodged within another device, a radiolucent insertion handle frn. The instrument displayed scratches from normal and repeated use. No other issues were identified with the returned portions of the device. The received condition is consistent with the complaint condition thus conforming the complaint. Dimensional inspection: the outer threaded diameter of the shaft was measured to be 7.87 mm . This is within specification of 7.7 mm to 7.9 mm based on drawing. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. The 03.010.523 driving cap is a reusable instrument available for use in several systems, including the femoral recon nail system. In each instance it is used in conjunction with a radiolucent insertion handle frnr and hammer to insert a nail following the opening of the medullary canal and reaming (optional). The radiolucent insertion handle frn/driving cap assembly are attached to the nail which is inserted into the patient. Mre review: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Conclusion: the complaint condition is confirmed for the conical extraction screw for 2.7 mm & 3.5 mm cortex screws (p/n 309.520 lot 2l96299) as the distal threads were stripped. While no definitive root cause could be determined, it is possible that the device encountered excessive torque/cross threading/rough handling during device use. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part:03.010.523-us. Lot:l793984. Manufacturing site: (B)(4). Release to warehouse date: may 22, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, an impactor hip / driving cap was broken off inside a radiolucent insertion handle during an intramedullary nailing of the femur with our new femoral nail system greater trochanteric entry nail. No surgical delay reported, and no broken parts were left in the patient. Surgical procedure and patient outcome are unknown. Concomitant device reported: radiolucent insertion handle (part# 03.033.001, lot # l750731, quantity 1). This is report 1 for 1 (B)(4).